Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that there was an issue with universal surgical manipulator (usm) 3, where an error occurred multiple times, requiring fault recovery. The specific error code was not communicated by the user. Technical support inspected the error logs but found no related errors at the time of the call. The user continued and completed the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The fse found no related errors in the logs. The site informed the fse that the usm intermittently became non-responsive, and the usm would move back to the previous instrument position during guided tool change. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate nor confirm the reported complaint. In logs, no data was found to indicating that the fault had occurred in the field. Upon visual inspection, gapping in top plate was found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient functional test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the unit was inspected, gapping on top plate was identified. The probable root cause is due to the separation with the carriage top plate on the universal surgical manipulator (usm).